Manufacturer narrative:
H3: device evaluation: images of the complaint product were reviewed. The tip of the inserter is missing with a skewed fractured surface observed. Prior testing indicates that medial-lateral torsional moment forces applied to a rod that is fixed is a likely cause for the observed failure. In the test the rod was fixed in a vice and torsional moments applied in a manner that would rotate the rod if it were not held rigidly in place. Damage due to prior high torsional bending moment application can not be ruled out as a potential contributing factor. Review of device history records found thirty-three pieces of lot: 18513fr released for distribution on 5/21/2021 with no deviation or anomalies. No corrective actions are being recommended since design changes were previously implemented which increase the inserter strength.

Event description:
It was reported that a procedure was performed in (B)(6) on (B)(6), utilizing the reform ti mis CT pedicle screw system. During insertion of a rod, the tip of the rod inserter assembly (64-rd-9010) broke while trying to manipulate it into position. The procedure was completed as usual as the rod was in place when the tip broke. There was a 5-10 minute delay to the procedure resulting from the broken instrument. A second surgery was performed on an unknown date to recover the broken fragment from the patient.